Manufacturer narrative:
UDI not available as product was manufactured on or before september 23, 2014. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient's right ventricular(rv) lead exhibited no sensing. The rv lead was capped and replaced (B)(6) 2019. The patient was stable.